Event description:
It was reported the device leaked at the chamber connection area. No patient injury reported.

Manufacturer narrative:
Other, other text: nine (9) units were received for evaluation. The complainants returned units were visually inspected; no damages or defects were observed. The units were subjected to functional testing; a leak was observed at the drip chamber in five of the nine samples. The complaint was confirmed. The root cause was attributed to the lack of a robust and repeatable adhesive dispensing method. A formal investigation was opened for this issue in january 2017; an internal CAPA was issued. To improve consistency and meet requirements, an automated solvent dispenser was added and the manual process was discontinued. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h4 and d4.